Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had an undefined impedance reading of greater than 9999 ohms and a possible fracture. Additionally, the rv lead had no capture and had noise in the bipolar and unipolar setting and oversensing in the bipolar configuration. The lead was capped and replaced. No patient complications have been reported as a result of this event.